Manufacturer narrative:
(B)(4) date sent: 6/1/2016 batch # (B)(4) the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 13 clips as intended. No scissored clips were noted during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clips were crossing. It was unknown how the procedure was completed or if there was any patient consequence. No additional information is available.